Event description:
New information received notes the right atrial (ra) lead noise oversensing was resolved by making programming changes. The clinic will continue to monitor the patient.

Event description:
It was reported that the patient presented remotely to the clinic via merlin net transmission. Transmissions revealed the patient's right atrial (ra) lead over-sensing noise. No intervention was performed. No patient consequences was reported.